Manufacturer narrative:
No conclusion can be drawn, as repair information is unavailable. However, no report of patient or staff injury was reported. No further information is available.

Event description:
The customer reported that the 7600 system needed the x-ray warning light replaced. No patient injury was reported.